Event description:
It was reported that a pta balloon ruptured at 22 atm and could not be retracted through the introducer sheath. The catheter and the sheath were removed simultaneously from the pt without incident. Another pta balloon dilatation catheter was used to successfully complete the procedure. No report of injury to the pt.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The sample has been returned to the MFR for eval. The investigation is currently underway.